Event description:
As reported by the customer, after the pre-cleaning of the device post the diagnostic colonoscopy procedure, it was observed that the cleaning brush could not be advanced through the suction valve opening in the direction of the distal end. The leak test did not reveal any leakage. The procedure was successfully completed with the same device with no harm or complications for the patient. There was no delay of the procedure because of this issue. However, a lot of grains were noted in the patient¿s intestine. Increased irrigation was required to loosen the passive blockages of the intestine. The intestine was not cleaned of all the grains. Per the customer, it is not possible to judge whether the blockages in the suction channel were caused by the grains in the intestine or a defect of the device.

Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, foreign deposits were observed in the suction channel, which had made the brush not passable. Additionally it was noted that the distal end rubber insulation adhesive was porous, the charge couple device lens was cracked, light guide lens had chipping, insertion tube and light guide tube had bulging and kinking, side cover was broken and type plate missing, cut on channel, insufficient angulation, variable stiffness insufficient, s-body wear and tear, connector contacts deformed and scratched, and switch box had wear and tear. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Please see the updates in sections. The device history record review confirmed that device conformed to specifications at the time of shipping. Cause of the blockage of the suction channel cannot be conclusively specified. The intestine had lot of grains and was inadequately cleaned during the procedure. From this fact it is likely that the user suctioned foreign material from the intestine but did not take proper action according to the instructions for use (IFU). If blockage occurred before use on the procedure, the facility staff was less trained in reprocessing and/or device handling according to IFU. The IFU includes the following statements cautioning user against suctioning solid matter as below: if the suction valve clogs and the suction cannot be used when solid matter, such as the clip or thick fluid, are aspirated, withdraw the endoscope and disconnect the suction tube from the suction connector on the endoscope connector. Attach a syringe containing sterile water to the suction connector. Straighten the insertion tube as much as possible and forcefully flush the connector with the water while the suction valve of the endoscope is slightly depressed. Repeat the flush until the thick fluid or solid matter are discharged from the distal end of the suction channel. After discharging, confirm that there is no irregularity in the suction function according to inspection of the suction function on page 50, before using the endoscope again. If the thick fluid or solid matter cannot be discharged, stop using the suction function and contact olympus. (Operation manual): 3.8 inspection of the endoscopic system: inspection of the instrument channel: 1 insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end. Also make sure that no foreign objects come out of the distal end. Confirm that the endotherapy accessory can be withdrawn smoothly from the biopsy valve. Reprocessing manual: precleaning to be taken immediately after procedure in precleaning the endoscope and accessories as below: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure.